Event description:
It was reported that during a stent graft placement procedure via retrograde common femoral artery ipsilateral of the lesion, the stent had no deployment. It was further reported that the whole pulley allegedly twisted until something broke/end of the pulley. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the covered stent was found loaded; the force transmitting proximal sheath was fractured which indicates high tensile forces were experienced during deployment. It is considered the fracturing of the proximal sheath led to the impossibility to deploy the stent which leads to confirmed results for proximal sheath fracture and partial deployment. No difficult patient anatomy was reported, and the lesion was predilated. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for proximal sheath fracture and incomplete stent deployment. A definite root cause for the reported issue could not be identified. Labeling review: the relevant labeling for this product was reviewed. Potential contributing factors were found addressed. Regarding preparation the instructions for use states: "using standard endovascular access techniques and fluoroscopy, access the target vessel from a site that permits the straightest possible path to the target lesion and advance an 0.035-inch (0.89 mm) guidewire of appropriate length across the target lesion." Based on the instructions for use an introducer sheath with appropriate inner diameter and length is required, which would be an 8f introducer sheath for this product. Correct handling of the device during covered stent deployment was found to be described. H10: (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.